Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted due to discomfort. Reportedly, despite a ucva of 1.0, "the patient just felt uncomfortable." The problem was resolved with the explant.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue and debris on the product. Visual inspection found the lens haptic torn and the lens missing the torn piece. There was presence of debris and residue on the lens surface. Method: no additional similar complaint type events were found within the associated lot. (B)(4).